Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was scratched. Additionally, the pump usb port was damaged. Customer declined troubleshooting and to provide further information. No reported adverse impact to the customer's blood glucose.